Event description:
It was reported that the patient had an unknown graft implanted in 2006. The patient alleges that "vaginal mesh is causing pain in my abdomen", and that the "dr thinks it may have attached itself to the inside of my body ". The patient also notes that "abdominal pain constantly which get worse if I move too much." No further patient complications were reported in relation to this event.

Manufacturer narrative:
The device that was implanted is unknown.